Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead exhibited increased impedance and oversensing. Failure to capture was also observed during patient's movement. The lead is still in use for high voltage therapy, but a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.